Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging and aligning the charger to the ipg. The patient underwent a revision procedure wherein the ipg pocket on the right was revised to a depth of less than two centimeters. The patient was doing well post-operatively. The device remains implanted.